Event description:
This complaint is from a literature source. The following literature cite has been reviewed mahmoud an, kesteris u, flivik g. Stable migration pattern of an ultra-short anatomical uncemented hip stem: a prospective study with 2 years radiostereometric analysis follow-up. Hip int. 2017 may 12;27(3):259-266. Doi: 10.5301/hipint.5000458. Epub 2017 feb 4. Pmid: 28165591. Objective and methods: the purpose of this prospective study was to evaluate the migration pattern of the proxima¿ duofix ultra-short uncemented stem using radiostereometric analysis (rsa) in 28 hips implanted between october 2009 and january 2011. The femoral heads implanted were not identified by manufacturer but assumed to be depuy products. There is insufficient information within the text of the article to determine the manufacturer of the acetabular cup and liner. Lot, model and catalog number are not available, but the suspected depuy device possibly associated with reported adverse events: depuy proxima ultra-short anatomic femoral stem with duofix coating and unknown depuy femoral head adverse event(s) and provided interventions associated with depuy devices: unknown number of radiographically identified early stem migration within 3 months. No treatment provided as the migration subsided and all stems were fully ingrown and stable at final, 2-year follow-up. 1 posterior dislocation one day after implantation treated with closed reduction. X-rays/radiology in fig 2, pp. 261.

Manufacturer narrative:
Product complaint # pc-(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information, from the author of the journal article. No further information was received. Device history lot: a manufacturing record evaluation (mre) was not possible, because the required lot code was not provided.